Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. Utilization and comparative analysis of ethilon suture. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 12,568 patients cardiovascular: 938, neurosurgical: 136, ophthalmic: 4, soft tissue approximation: 11,490 and had at least one diagnosis code for tissue necrosis post a procedure with the use of ethilon suture. 13,071 patients cardiovascular: 1,060, neurosurgical: 445, ophthalmic: 12, soft tissue approximation: 11,554 and at least one diagnosis code for surgical site infection post a procedure with the use of ethilon suture. 15,001 patients cardiovascular: 1,304, neurosurgical: 352, ophthalmic: 157, soft tissue approximation:13,188 and at least one diagnosis code for wound disruption post a procedure with the use of ethilon suture.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a data review; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2022-04881, 2210968-2022-04882, and 2210968-2022-04883.